Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation after getting out of bed. The patient was brought in for evaluation and it was reported that the slack had come back in all of the leads. A revision procedure was performed. The lv lead was capturing and could be programmed around the diaphragmatic stimulation; however the lead was still explanted and replaced.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted one setscrew mark on the terminal pin. No discernable setscrew marks were noted on the ring. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The clinical observation could not be confirmed by analysis.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.